Event description:
It was reported that the procedure was to treat a left main stem coronary artery. Two 5x8mm nc trek balloons met resistance with a 6f non-abbott sheath during removal thus access wire was lost twice. Resistance was also reported to be had with the guide catheter. The balloons were fully deflated before attempted removal. The devices were removed altogether with the sheath. There was no report of adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional nc trek device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty removing the device from the introducer sheath and guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Additionally, it should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: with 4.5 mm and 5.0 mm balloon dilatation catheters, some increased resistance may be noted upon insertion or withdrawal into or out of the guiding catheter. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device from the introducer sheath and guiding catheter. However, factors that can contribute to difficult to remove/resistance with the introducer sheath and guiding catheter post-inflation include, but are not limited to, loose balloon folds, guiding catheter lumen obstructions, kinks, bends or procedural technique. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for potential causes. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a left main stem coronary artery. Two 5x8mm nc trek balloons met resistance with a 6f non-abbott sheath during removal thus access wire was lost twice. Resistance was also reported to be had with the guide catheter. The balloons were fully deflated before attempted removal. The devices were removed altogether with the sheath. There was no report of adverse patient effects and no clinically significant delay. Device analysis confirmed [stretching was noted on the outer member distal to the mid lap seal for a length of 0.5mm.] For one of the 5x8mm nc trek balloons. No additional information was provided.